Event description:
It was reported that the insulin cartridge in an ilet system was leaking from the bottom, leading to loss of insulin delivery and persistent hyperglycemia despite approximately 30 units delivered, with blood glucose recorded at 324 mg/dl. Customer care provided support that included user troubleshooting and education, which advised replacing the cartridge with a new unit from a different lot. Investigation of this case revealed a leaking cartridge consistent with a device component failure of the cartridge that resulted in inadequate insulin delivery and elevated glucose. Clinical symptoms included being distress and vomiting associated with hyperglycemia reported. Outcomes included the need for manual subcutaneous insulin injections and interruption of pump therapy while the user obtained new supplies without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the cartridge leading to loss of drug delivery.